Manufacturer narrative:
Technician found the bed in storage area. Found liquid/debris ingress into rail and dried on latch preventing latch from working. Cleaned and lubricated the latch to resolve this issue.

Event description:
Bed found in storage, tagged "siderail will not latch". No injury reported.